Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer suspected a bad sample probe 1 mixer and ran mix service methods, which resulted low. The following day, a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced and aligned the sample probe 1mixer, primed and ran a quick check on the instrument, and ran service methods, all of which passed. The cause of the discordant results was due to a faulty sample probe 1 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Quality controls resulted out of range for multiple methods on the dimension vista 1500 instrument. The customer performed repeat testing on multiple patient samples on an alternate dimension vista instrument and corrected reports were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.